Event description:
The svc report shows while performing preventive maintenance on the unit, the svc tech verified the device audible alarm did not sound. The st inspected the device and replaced the audio alarm controller. The unit extended testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.